Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that a broken probe had been removed from the celldyn 3500 analyzer. It had been placed in a tube with buffer. At a later date an employee from the account was handling the tube with the broken probe and accidentally pricked herself with the sample probe. The employee was taken to the hospital and treated prophylactically with medications.

Manufacturer narrative:
Personal injury.a field service representative (fsr) had been dispatched to the account to replace the broken aspiration probe. The broken probe was never shown to the fsr and remained at the customer site. After the fsr left, the customer took the tube which contained the probe and accidentally pricked herself. The cell-dyn 3500 system operator's manual contains a warning message that states that the aspiration needle and probe are sharp and potentially contaminated with infectious material. The manual advises the customer to avoid contact with the tip of the probe and needle. It also instructs the customer to dispose of liquid and solid waste in accordance with local state and federal regulations. Probes, needles and other sharps should be collected in "sharps" containers for disposal as regulated medical waste. Contaminated gloves, wipes, swabs, and other disposables should be placed in a standard medical waste container. The complaint analysis trending system (cats) was reviewed and no adverse trends were identified for the reported issue. No deficiency / malfunction was identified. This is the final report.